Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis and high blood glucose on (B)(6) 2022. The customer blood glucose level was 500 mg/dl which leads to the hospitalization. Current blood glucose level was 338 mg/dl. Customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the insulin pump with auto mode. Customer did test for ketones and test result was positive. The customer will continue to use the device.